Event description:
After connecting the oct (optical coherence tomography) catheter to the dock, we got a "imaging catheter failure (124)". It was reconnected successfully but then the same message returned 5 minutes later. When we decided not to use the device. We had difficulty ejecting it from the drive unit. The drive line from the catheter remained stuck inside the drive unit until we pulled hard enough to remove it.